Event description:
It was reported that lead positioning had been difficult. After implant, threshold, impedance and sensing changed. The lead had dislodged and migrated, perforating the myocardial tissue. The lead was explanted and replaced.

Manufacturer narrative:
Na